Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating, which led to intermittent pump shutdowns. The customer's blood glucose (bg) ranged from 189-219 mg/dl. The customer successfully charged the pump and resumed insulin delivery.